Manufacturer narrative:
(D10) concomitant devices: 300-60-01 - stemless huml comp laser cage, size 1: (B)(6), 310-62-44 - stemless hum head 44mm x 14mm x beta: (B)(6), 314-23-02 - laser cage glen small, alpha: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced sub-acromial impingement - pain for 2 weeks without injury. As a result, approximately 1 month after initial replacement, the patient was administered a sub-acromial injection and symptoms improved. No further impact to the patient was reported. No other information is available.